Event description:
The customer reported that a high milliamps error was displayed on the system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed and the system configuration was restored. The system was tested and found to be working as intended and put back into service.